Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective pain relief. Diagnostics indicated multiple invalid impedances on the lead. Surgical intervention is planned to address the issue.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018 for an issue reported under MFR. Report#: 3006705815-2018-03518. Nothing was done to the patient's lead and it remains implanted.

Event description:
Follow-up revealed the patient's lead issues resolved following surgical intervention for an issue reported under MFR. Report#: 3006705815-2018-03518.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018. At this time, the course of action taken in relation to the patient's lead during the procedure is unknown.